Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a s321 (motor error - pmc, left) service alarm code. During the volume accuracy test at the user facility the device alarmed with a s321 - pump plunger lack of movement malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. During a review of the device history, s321 malfunction alarms were noted. Further testing found no movement from the motor shaft. The probable cause of the s321 malfunction alarm code with the malfunction subcode "pump motor lack of movement" may be due to a broken encoder or high drive train friction in the mr2 motor. This report represent all the information known by the reporter upon query by hospira personnel.